Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the fiber broke outside the patient about 5 to 6 cm from the tip. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the fiber broke outside the patient about 5 to 6 cm from the tip. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.0 mm and appears unused. The fiber is broken in two pieces 5.8 cm from the distal tip.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke.